Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for the seat post center tube was broken. MDR is being submitted as a result of a retrospective complaint review

Event description:
The frame broke at the weld where the seat post and crossbrace are welded together.